Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) device was not working properly. Two weeks later, the patient underwent a surgical procedure in which it was identified that there was a saline leak due to a hole in the right cylinder. The cause of the hole has not been confirmed by the hospital. The pump and cylinders were explanted and replaced. After the procedure, the patient improved and remains stable.

Manufacturer narrative:
Investigation summary with all the available information, boston scientific concludes that the although the visual examination identified a leak in the proximal cylinder body, the damaged observed is consistent with explant procedure; therefore, the reported allegations of fluid leak, hole and mechanical issue were unable to be confirmed. Device history record (DHR) the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the cylinder identified that there was a leak in the proximal cylinder body, consistent with explant procedure. The device was not functionally tested due to the leak observed. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected and functionally tested. The pump was functionally tested and performed within specification. Labeling review a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) device was not working properly. Two weeks later, the patient underwent a surgical procedure in which it was identified that there was a saline leak due to a hole in the right cylinder. The cause of the hole has not been confirmed by the hospital. The pump and cylinders were explanted and replaced. After the procedure, the patient improved and remains stable.